Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual, and training material provide clear instructions to the user on proper usage and care of the driveline. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and device management; additional guidelines instruct the user on how to detect and react to a disconnection of the driveline from the controller. The instructions for use provides an instruction and also a caution note about regular inspections of the driveline, specifically stating: to "keep extra driveline length tucked under clothing or secured with an abdominal binder or dressing. Do not let any portion of driveline hang freely where it might get caught on external items such as doorknobs or the corners of furniture." The IFU further advises that if a driveline disconnected or connector malfunction/broken, the controller will display a vad stopped message indicating to connect the driveline to the controller. It appears most likely that the double disconnect was due to the patient's psychotic crisis/user error. There is no evidence to suggest that the device caused or contributed to the event but the user error will be reported per regulations. Psychotic episode was part of post op delirium. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the perfusionist that the patient was in hospital after cardiac resynchronization therapy (crt) aggregate exchange. On (B)(6) 2016 he had psychotic crisis and was pulling on his driveline, also disconnecting both power sources. The patient had to undergo anesthesia for crt exchange some days before and developed postoperative delirium (psychotic crisis). Crt exchange was the reason for hospitalization not psychotic crisis.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. The driveline cable (B)(4) was not returned to manufacturer for evaluation as it remains implanted. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. On-site inspection of the driveline cable revealed two small damages on the outer sheath of the driveline cable. The damages on the driveline cable were confirmed by the picture taken before sheath repair. The reported event was confirmed via review of controller log files, which revealed a power source disconnection and associated pump stop. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the driveline cable disconnection is the excessive force exerted to the driveline cable by the patient.